Event description:
Upon completion of a shoulder arthroscopy procedure, as the surgeon was closing the pt's incision the pa stepped on the footpedal and activated the probe. The probe had been placed along the side of the pt's axilla to prevent it from falling on the floor. The pt then received a burn in the axilla.